Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Date of implant: (B)(6) 2006. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2003 ¿ pt. Presented for surgery with continued back pain and stenosis l4-5, possible non-union l4-l5, status post previous lumbar fusion. Procedure was for l4 laminectomy and l4-l5 anterior interbody fusion. After preparation ofthe disc space, autograft from the laminectomy was placed into the disc space, rhbmp-2/acs was placed, then more autograft bone. On (B)(6) 2004 ¿ pt. Presented for surgery with failed back surgery syndrome, l2-l3, l3-l4 pseudoarthrosis, and adjacent level disease. Procedure was for revision of previous l3, l4, l5 posterolateral fusion with new fusion l2, l3, l4, l5, s1 with segmental tsrh-3d instrumentation. Procedure notes that the patient has no posterolateral fusion on the posterior or on the lateral aspect of the intertransverse area. Bone graft embedded on osteofil was placed on the posterolateral gutters. Bmp was laid on the top of the roughened transverse process surface. On (B)(6) 2006 ¿ pt. Underwent procedure for c6, c7 and t1 posterolateral fusion with vertex lateral mass screws and transverse processes screws at t1 and posterolateral fusion with bone graft and bmp. On (B)(6) 2009 ¿ pt. Underwent a procedure for removal of old dorsal column stimulator system and replacement with new dorsal column stimulator system. On (B)(6) 2012 ¿pt. Presented for surgery with l1-l2 discogenic disease and adjacent level disease. Pt. Underwent procedure for xlif l1-l2 with globus cage.